Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector was occluded. The following information was provided by the initial reporter, translated from japanese to english: I'm not sure if the issue lies with the max unit itself or the 3-way splitter connected to it, but it has jammed.

Manufacturer narrative:
A mz1000 product was not available for investigation of (B)(4); however, in this instance lot number was not available. The feedback provided by the customer states that, "three-way valve connected to it, but it's clogged during use". Further information provided by the customer states that the maxzero is a product with clear visibility, any blockages can be visually confirmed. The details of this feedback were forwarded to the manufacturing site for investigation; however, in this instance lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product mz1000 in the past 12 months.

Event description:
No additional information.